Event description:
A valiant stent graft systems was implanted in a patient for endovascular treatment of thoracic aortic aneurysm. Prior to the index stent graft procedure, the patient's descending aorta had been replaced with a surgical graft. The proximal neck was 25 mm in diameter and 26 mm in length. It was reported that after the physician implanted the vamf2828c100, a type ia endoleak was observed. The physician implanted a same size graft vamf2828c100 to treat the endoleak but the endoleak did not resolve. The patient's vessel lumen was shaped liken an ellipse. The physician commented the stent graft could not "fit" and that endoleak was likely due to the ellipse-shaped lumen. The patient is monitored by their physician. No additional clinical sequelae were reported and the patient is fine.

Manufacturer narrative:
Results: inherent risk of procedure (endoleak). Patient's condition affected effectiveness of device (patient anatomy; ellipse-shaped vessel). Conclusion: device failure/lack of effectiveness related to patient condition (patient anatomy; ellipse-shaped vessel).